Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) system implant procedure, the patient's oxygen saturation levels dropped. Oxygen therapy was administered and the patient recovered. Although there was difficulty in entering the patient's cardiac anatomy, the right atrial (ra) lead and the right ventricular (rv) lead were implanted. Post operatively, the patient coughed and experienced breathing difficulties. The patient was transferred to the ward. On the same evening, the patient's condition suddenly changed and arrhythmia and asystole were observed. Ultimately, the patient went into cardiac arrest. Cardiac resuscitation was performed but pacing could not be recovered. The patient was immediately brought to the catheterization lab where both the ra and rv leads were programmed to maximum output but no capture was noted and a decrease in pacing impedance was also observed. Eventually, a pacing spike was confirmed by the physician therefore, there was a possibility of deterioration of heart failure during the procedure due to low oxygen levels or delivery of pacing. Dislodgement of the leads and cardiac tamponade were suspected although were not confirmed. Subsequently, the patient died, following day of the procedure. The cause of death was reported to be cardiac arrest.